Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted due to pelvic organ prolapse and stress urinary incontinence. The patient underwent extruded mesh trimming on (B)(6) 2006 and (B)(6) 2006 due to extruded mesh, pain, and discomfort. It was reported that the patient underwent a mesh explantation and repair of pelvic adhesions on (B)(6) 2008 due to mesh erosion and pelvic adhesions. The patient experienced pain, erosion, extrusion, unknown infection, urinary and bowel problems, organ perforation, recurrence, bleeding, dyspareunia, unknown neuromuscular problems, vaginal scarring, vaginal discharge, adhesions, fatigue, pneumonia, anemia, depression, interstitial cystitis, lymphomas, ovarian and adnexal cysts, umbilical hernia, migraine headaches requiring urgent care, conversation hysteria, difficulty participating in physical activity, emotional distress, and anxiety. (B)(6). (B)(4).